Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. Event log history was performed, and no evidence was available. During analysis, the customer's stated problem was able to be verified. The pump was inspected and during power up, it alarmed and displayed error code 8 on the screen. The error code 8 was indicating a problem with the printed wire assembly (pwa) board ram. Device passed all functional tests. Further investigation of the pump determined that a faulty pwa board is the root cause of the issue. Service replaced the pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump is alarming low volume one day early. It was also reported that pump, tubing and site are not leaking. Information was provided that it is unknown whether there was patient involvement, but no patient adverse effects occured.